Event description:
N/a.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, damaged, deformed and separated from the pusher. The stretched and damaged condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target vessel (i.e., stuck on previously implanted coils or the tip of the microcatheter). The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the embolization coil was inserted into a microcatheter. The physician pushed the coil out of microcatheter about 10cm. Pulled it back slowly to reposition and upon attempt to push the coil back into the vessel the coil prematurely detached with only about 15 - 20 cm in the vessel. The physician was able to remove the microcatheter and the coil came out with the microcatheter. No harm to the patient.